Event description:
Healthcare professional reported left side capsular contracture baker grade IV, moderately dense, symmetrical fibrooglandular tissue, undulations, signs of capsulation, ands fibrosis capsule. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Moderately dense, symmetrical fibroglandular tissue, undulations, signs of capsulation and fibrosis capsule. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, moderately dense, symmetrical fibrooglandular tissue, undulations, signs of capsulation, ands fibrosis capsule. The device has been explanted.